Event description:
It was reported that when the patient came into the clinic for cardioversion for af, alerts of "possible output circuit damage" and "possible high-voltage lead issue" was observed. The device delivered a shock for atrial fibrillation with rapid ventricular response. The hv lead impedance was out-of-range low. A capm check was performed and the alert appeared again. The capm check was not completed. The patient did not experience any adverse effects. It was recommended to replace the lead and the device. No further information is available at this time.